Manufacturer narrative:
Initial.

Event description:
It was reported that the user inadvertently inserted an inset infusion set with the needle guard in place, resulting in elevated blood glucose while using the ilet; the set was replaced, a fingerstick reading of 397 mg/dl was entered into the ilet per guidance, glucose trended down during follow-up calls, and later the ilet displayed 85 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.